Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the tissue was proximal to the pump connector and wrapped around the catheter most of the way to the connector pin. It was also clarified removing the tissue was the difficulty experienced with the catheter. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative clarified the previous catheter remains and only the pump segment was replaced. The old pump segment was discarded. There were no obvious issues with the catheter. No further complications were re ported/anticipated or expected.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained dilaudid [3 mg/ml] at a dose of 1.3992 mg/day. It was reported the patient was in for a refill the day of report. The hcp removed 20 ml instead of expected (unknown value). The logs showed a motor stall occurred on (B)(6) 2017. There were no known environmental/external/patient factors that might have led or c ontributed to the issue. The issue was not resolved at the time of the report. There were no actions taken at the time, but surgical intervention was planned to replace the pump. Patient medical history included chronic back pain. No symptoms were reported related to the event. The patient status at the time of the report was alive -no injury. No further patient complications were reported.

Manufacturer narrative:
Of note, only the pump was returned for analysis. Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper and lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID 8709sc serial# (B)(4) implanted: (B)(6)2011 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via a representative reported the pump was critically alarming at the hospital when the representative first saw the patient. The patient¿s pump was not able to be read. They replaced the pump with a new pump. The pump segment was replaced with an 8578 catheter piece. The medical doctor was able to aspirate greater than ½ cc of fluid after it was connected to the new pump. The pump was programmed per the doctor¿s orders. The old pump would be returned for examination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be provided.

Event description:
Additional information received on 2017-jul-18 from the hcp via the representative reported the pump connector was replaced because the doctor was having difficulty dissecting the tissue off the segment and decided to just replace it instead of dissecting it. There were obvious issues with the catheter otherwise according to the representative. The pump motor was stalled and therefore replaced. The explanted pump segment was being returned with the pump.